Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 400s to "high". Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room via ambulance with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with potassium and intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.